Manufacturer narrative:
The pump was received with a blank display due to the battery cap missing the metal contact. Installed a test battery cap and continued testing. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The pump was received with scratched case, case cracked behind the pump near the battery compartment, cracked battery tube threads, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display on insulin pump the customer¿s blood glucose was 294 mg/dl. Troubleshoot was performed, however the display did not return after pump restart. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.